Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: launcher 7f al1.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, heavily calcified, moderately tortuous, de novo, mid right coronary artery (rca) a non-abbott guide catheter was engaged and predilatation performed with a 3.0 x 15 mm non-abbott balloon dilatation catheter (bdc). An intravascular ultrasound (ivus) was advanced to the lesion, however, it could not cross. A 3.5 x 15 mm xience xpedition stent delivery system (sds) was advanced toward the lesion, but it could not cross the proximal rca. During retraction, strong resistance was met; the physician attempted to remove the whole system together as a unit but the stent became dislodged in the aorta. The stent was placed in the side branch of the iliac artery but is not opposed to the vessel wall. The lesion was treated with a 3.5 x 15 mm non-abbott stent using a support guiding catheter. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.